Event description:
When the user pulled out the catheter during gastrectomy, the user's finger got injured by the broken wire.

Manufacturer narrative:
This complaint is confirmed. As evidenced by the sample returned the blue insertion wire has been damaged. The damage incurred to the insertion wire shows the blue coating has partially frayed and a single strand of the coiled wire has partially fractured. The partial fracture is located where the blue insertion wire was tied to the blue hooped dilator. At this time, the mechanism of damage is undetermined. Gross visual and microscopic examinations show no evidence of a defect or deformity related to the mfg process. The product instructions for use (IFU) provides a narrative and illustrative description for placement of the peg device. A lot history review (lhr) of huxk1393 showed no other similar product complaints from this lot number.